Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an unknown size epic plus mitral valve was implanted in the patient. On (B)(6) 2026, the valve got explanted because of a leak.